Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. Visual examination of the returned product found signs of use and the hex feature has fractured off and was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Possible lot numbers 64613861, 64618521, 64618523 however uncertain the correct one. UDI # (B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was being performed and during procedure, the drill pin was broken upon insertion and stuck in the adaptor . The broken pin was then removed from the adaptor by jacobs chuck to complete the procedure. Nothing fell into the patient. Attempts have been made and no further information has been provided.